Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the corrosion at the adhesive around the light guide lens and the corrosion at the charged coupled device guide tube unit was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited corrosion at the adhesive around the light guide lens and corrosion at the charged coupled device guide tube unit. There was no patient involvement.